Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was failed to open while issuing medication to the patient. A technical support specialist remotely accessed the cabinet and selected retry; however, the cubie lid did not open, instructed the user to press and hold the center of the lid, but the issue persisted, opened the tester application and confirmed the cubie would not release or open under normal conditions. Using the unconditional release option, the cubie opened successfully, indicating a possible sensor failure. A field service engineer identified debris in the rail track preventing the drawer from fully opening, cleared the debris and resumed testing, with no further issues observed. The user verified proper operation by completing inventory counts successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, cubie was failed to open when user tried to issue an item. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.